Event description:
It was reported that the pump reset unexpectedly. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose was 140 mg/dl. The customer indicated that no backup insulin therapy method was available. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.